Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Tse helped the customer readjust the orientation of the endoscope and reseated the endoscope to resolve the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, non-intuitive movement was observed on the universal side manipulator (usm) arms. The customer contacted the technical support engineer (tse) for assistance. The user further stated that the usm arms were moving incorrectly and an unspecified usm arm moved in the reversed direction. Tse reviewed the system logs and found no related error fault. Tse inquired about the endoscope orientation and user informed tse that they had already begun to reseat the endoscope and adjusted orientation. This resolved the issue. The user continued with the procedure using the same system and all usm arms. No known impact or patient consequence was reported.